Manufacturer narrative:
An ophthalmic surgeon reported that the vitrectomy probe's actuation failed during a procedure. The status of the aspiration was not known. The procedure was completed after replacing the product. There was no harm to the patient. The product sample was retained. No additional information is expected. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe's actuation failed during a procedure. The status of the aspiration was not known. The procedure was completed after replacing the product. There was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
Additional information is provided in device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. A review of the related device history record indicated that the product was processed and released according to the product's acceptance criteria. One probe sample was returned for evaluation. The probe complaint sample was visually examined and deemed conforming. Actuation testing was performed and it was deemed conforming. Cut testing was performed and it was deemed nonconforming as the cut was choppy. The probe was disassembled and the components inspected. There was approximately 120 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. The complaint evaluation did not confirm an actuation failure however the evaluation confirmed a poor cut condition. The root cause for this poor cutting was due to its excessive use. The vitrectomy portion of the procedure is typically less than 20 minutes and the probe is intended for one procedure only. It appears that this probe was functioning properly for approximately 120 minutes before the probe was no longer used. (B)(4).